Event description:
It was reported that during a hip arthroplasty, the modular flex drill fractured. All fractured pieces were removed and no adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). G2 - report source - foreign: event occurred in japan. H6 - component code - proposed code is mechanical (g04) - drill. Visual examination of the returned product confirmed that the drill bit had fractured. The flutes were worn, edges were dull and scratches were present from use. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report was previously submitted erroneously on aug 3, 2023 under manufacturing report number 0001825034-2023-01800.